Event description:
On august 16,1996, the account received a false positive result while using the bhcg assay on the analyzer. The account received a result of 460 miu/ml on a pt sample, which was reported and questioned by the physician. A second sample on this pt was drawn and run on 8/20/96 with a result of <2.0 miu/ml. The first sample was then repeated, at the md's request, in which 52.3 and 55.5 miu/ml were received. The md was verifying the first result as md was preparing the pt for a tubal ligation. The pt's lmp was 8/5/96 and was on birth control ovaryl. No report of injury.